Event description:
It was reported that a black substance was leaking from the pneumatic hose of the device. There was no pt involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
During device eval it was noted that the pneumatic hose of the maestro drill was degraded.